Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x5/8 rb mck needle was broken. The following information was provided by the initial reporter: material #306609, lot # unknown. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint number: (B)(4). Report date: 03.28.25. Factory/manufacturer: bd. MFR reorder #: (B)(4). Product name: needle, sfty 192-n2558s prevent sg org 25gx5/8". Lot / serial number: unknown. Product concern: needle snapped off when activated the safety mechanism.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(6). Supplemental MDR - needle broken. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.